Event description:
The customer reports that the radiologist noticed that his measurement was incorrect using traumacad software. The other physicians at the site are using traumacad with no measurement issues reported. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).